Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The physician replaced the implantable pulse generator (ipg). The current location of the explanted ipg remains unknown. No additional information was available.

Manufacturer narrative:
Aware date of the initial report should have been 2021.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The physician replaced the implantable pulse generator (ipg). The current location of the explanted ipg remains unknown. No additional information was available. Additional information indicated the patient had been experiencing charging difficulties. To address this the implantable pulse generator (ipg) was removed and replaced. The current location of the device remains unknown. No additional adverse effects were reported, and despite good faith efforts, no further information could be obtained.